Event description:
A customer observed multiple, lower than expected vitros valp quality control results (biorad 16471 results = 15.71, 15.06, 19.37, 22.0, 21.27, 18.18, 19.6 - g/ml vs. Expected mean result of 37.5 - g/ml; biorad 16472 results = 89.47, 86.33, 93.61, 86.0, 89.24, 101.1 - g/ml vs. Expected mean result of 140.0 - g/ml) while using the vitros 5600 integrated system. Biased results of the direction and magnitude observed may lead to inappropriate physician action if the event were to recur undetected with a patient sample. No patient samples were known to be affected. There was no allegation of harm to patients as a result of this event. This report is number three of four MDR's for this event. Four 3500a forms are being submitted for this event as four devices were involved. (B)(4).

Manufacturer narrative:
The investigation determined that multiple, lower than expected vitros valp quality control results were obtained. Patient results were not known to have been affected. A definitive root cause could not be determined. However, reagent handling and/or an equipment related issue cannot be ruled out as contributing factors.